Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive medium-large clip applier instrument to perform failure analysis. Failure analysis found to have one (1) severely bent grip, causing misalignment of the grip-tips. A clip cannot be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, the customer reported the medium-large clip applier instrument failed to fire. The procedure was completed with no reported injury.